Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported while on a patient device had a saw tooth expiration wave form on the avea ventilator.. The customer also reported that the patient was removed from the ventilator and switched out. At this time, there is no information regarding patient harm associated with the reported event.